Event description:
It was reported that a minicap transfer set leaked. This occurred during drain four of five of peritoneal dialysis (pd) therapy. The leak was further described as ¿when they disconnected, solution leaked out of line¿. Renal technical service (tsr) assisted the home patient (hp) with removing the cassette. Tsr advised the hp to contact their pd nurse about the leak and reviewed the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. The reporter declined to provide additional information.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.